Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the implantable pulse generator (ipg) system the patient experienced pericardial effusion. It was also reported that the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead exhibited loss of capture. The ipg system remains in use. No further patient complications have been reported as a result of this event.